Event description:
It has been reported to philips that the customer was getting grabber card errors. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) evaluated the system and identified the issue with grabber card in flexvision pc. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse provided the parts ID of flexvision pc and instruct the customer to reseat the grabber cards. Then, the system was returned to use in good working order. Later, a similar issue was reported, and customer reseated the grabber cards to solve the issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.